Event description:
MFR received a report of a pt being lifted from a recliner and cutting her arm on a tab protruding from the recliner. The device had been in use for three yrs without incident. All indications are that the tab was bent after the chair was placed into service.